Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided indicates that the issue occurred during a cataract surgery with an intraocular lens implantation. The issue was noticed prior to lens insertion. The procedure was completed with another lens. Overall, the procedure went well.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a bent intraocular lens (iol). There was no patient contact. The procedure was completed that day. Additional information was requested.